Manufacturer narrative:
D9 device was returned and date received was added. H6 type of investigation code was updated as the device was returned. H11 updated additional manufacturer narrative as the device was received. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
D1 (brand name) has been updated. D3 (manufacturer fax) has been added. G1 manufacturer contact fax) has been added. H3 (device evaluated by manufacturer?) Has been updated. The pi was completed with the physical product returned. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Purge pressure high: the cause of the high purge pressure was due to biomaterial buildup based on returned data log analysis and analysis of returned product teardown finding of biomaterial in the motor. Pump stop: the cause of the pump stop was due to biomaterial buildup based on returned data log analysis and analysis of returned product teardown finding of biomaterial in the motor.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 67-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci) with a history of cad, diabetes mellitus, and renal insufficiency. The rn reported a pump stop after a purge system blocked alarm, followed by a pump stopped alarm due to high motor current. Attempts to restart the device were unsuccessful. The rn and md were advised to withdraw the pump from the ventricle while planning for potential explant or replacement. The local team was on site at the end of the call. While in the ICU, the rn again reported a purge flow blocked alarm, and during troubleshooting, the impella stopped multiple times. Attempts to restart at the same p-level, and later at p2, were unsuccessful. After repeated restarts and brief pauses, the device remained unable to run and was removed at the bedside by the md. The reported events are purge pressure high, pump stop, medical device removal, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient.